Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a surgery and the procedure was completed with another system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no video on the flex vision monitor. Review of the log file showed that ¿service error: voltage error on output 24v1 bank-a b-cab. Upon troubleshooting fse found power supply as defective, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the module as unit has no power. Following the replacement of the power supply, the system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was no video to the flexvision monitor. The system was in clinical use. No harm has been reported to philips.a philips field service engineer (fse) inspected the system onsite and replaced the power supply component which returned the device to expected functionality.